Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) displayed an error message " service required" when powered on. No patient involvement was reported.